Event description:
It was reported to resmed that an astral device displayed an error message after being dropped. The device was not on a patient when the fault occurred, therefore, there was no patient involvement. Reference MFR # 3004604967-2015-00017.